Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had four teeth extracted around (B)(6) 2022, with warfarin held. Warfarin was restarted afterwards. On (B)(6) 2022, the patient's international normalized ratio (inr) went up to 6.4 and was held again. On (B)(6) 2022, the patient started bleeding at the extraction site which resolved at home with packing. On (B)(6) 2022 the patient went to the emergency room due to resumed bleeding. The inr at the time of the visit was 4.6 and the sites were packed with tranexamic acid soaked gauze with resolution of bleeding. The patient's hemoglobin was 11.4 g/dl which improved from prior. The patient was discharged home on the same day still holding warfarin and allowed inr to come down naturally over time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.